Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that at the time of the alarm the device momentarily turns off, but the device was then connected to main alternating current (ac) power, so the device was able to continue to provide ventilation support after a few seconds. This investigation is ongoing.